Event description:
It was reported that the patient developed distal embolization of the peroneal artery. This 1.6mm jetstream sc catheter was selected for use in a superficial femoral artery (sfa) and proximal popliteal artery atherectomy procedure. Distal embolization of the peroneal artery was observed after cutting was performed with this device. A percutaneous intervention was performed approximately one week later, and the patient outcome was considered resolved.

Event description:
It was reported that the patient developed distal embolization of the peroneal artery. This 1.6mm jetstream sc catheter was selected for use in a superficial femoral artery (sfa) and proximal popliteal artery atherectomy procedure. Distal embolization of the peroneal artery was observed after cutting was performed with this device. A percutaneous intervention was performed approximately one week later, and the patient outcome was considered resolved.